Event description:
It was reported that during a 6 month postop visit a spinous process fracture was noted. The patient denied trauma, fall or injury. The nurse practitioner believed the fracture occurred earlier than the visit and was not a recent fracture.